Manufacturer narrative:
This report is to retract report 3010215456-2015-29579, submitted on october 22, 2015. This report was erroneously submitted. This is a not a reportable event as this is an investigation device exemption product. All previously submitted information should be corrected to not applicable and null fields.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during revision the stylet could not be inserted. The lead was not used and a new lead placed successfully.